Event description:
Same case as 6000093-2006-02000. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. In the initial procedure, in 2006, the physician direct stented a taxus express2 3.0x8mm drug eluting stent to the 80% stenosed lesion in the left anterior descending (lad) artery. The stent was successfully deployed at 13 atms for 20 seconds. Plavix was prescribed. Approx four months later, the pt presented with chest pain and angiography showed 99% stenosis in the proximal lad and 50% diffused disease throughout the stent. The physician used a 3.5x15mm cutting balloon to the proximal portion of the lad and successfully implanted a 3.5x13mm cypher stent. This stent was deployed at 16 atms for 20 seconds and was "undersized proximately." No pt injuries or complications occurred. The pt was discharged the following day, status satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt; therefore, no direct product analysis is available. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.